Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge had an inaccurate fill estimate and indicated that the cartridge was empty. Additionally, the battery gauge was observed to be fluctuating. The customer's blood glucose (bg) was reportedly over 500 mg/dl and was treated with a manual injection. Reportedly, the customer loaded a new cartridge to resolve the fill estimate issue and resumed insulin delivery on the pump.